Event description:
A report of corneal ulcer associated with lens wear was received from an internet blog. A pt reported experiencing irritation, redness, swelling, and photophobia (sensitivity to light) after wearing the lens. It was noted within the documentation that the eye was clear of any discharge. Medical treatment was sought and corneal ulcers were diagnosed in the left eye. Steroid drops were prescribed. At the follow-up visit, no vision loss was noted and scarring was observed. No further information was provided.

Manufacturer narrative:
(B)(4). The lot number was not provided and the complaint sample was not made available for eval. The mfg review did not indicate that this complaint was due to the mfg process. No complaint or mfg trend was identified. The root cause could not be determined. (B)(4).